Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set intermittently came out of the customer's body. The contact declined to provide further information regarding the issue. There was no information provided regarding the customer's blood glucose level.